Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units; however, the customer was unable to recall the initial fill estimate that had been displayed. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer's blood glucose level was 112 mg/dl.